Event description:
The manufacturer received information alleging the dream station 2 advanced auto CPAP while using the device the unit was round burnt mark with residue around it, also odor coming from the device and power cord. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer's investigation is ongoing and finding was pca motor water ingress and also sent for further evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.